Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the coupling has a broken jaw, possibly due to incorrect use of the drill chuck during the surgical procedure, where probably excessive force and/or incorrect, lateral, or sudden movements were applied to the drill chuck, thus causing the jaw to break and making adequate holding of drills impossible. In addition, the connecting piece has some irregularities also due to the use of excessive force. A replacement device was sent to the customer on (B)(4) 2013. (B)(6). Placeholder.

Event description:
During service, technician found out that the coupling had a broken jaw. This is report 1 of 1 for complaint# (B)(4).